Event description:
Customer reported developing an infection approximately one month following a total abdominal hysterectomy, scar excision, endometrioma excision and subcutaneous exploration. The pt was returned to surgery for an incision and drainage.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.